Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr d/l powerpicc sv catheter. Usage residues were abundant throughout the sample. The extension tubing markings were partially worn. The catheter was received in two segments which shared a complete break between the 5cm and 6cm depth markings. A small split was observed in the catheter tubing immediately distal of the molded joint. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion; however, during infusion through the red-luered lumen, a leak was observed emanating from the site of the aforementioned split. Tactile inspection of the sample revealed tensile weakness in the vicinity of the split. The sample kinked preferentially in the vicinity of the split during manual manipulation of the sample. Material discoloration was also evident in the vicinity of the split. Microscopic inspection of the split revealed sharply defined granular edges. The tensile weakness, material discoloration, preferential kinking and split characteristics were consistent with damage caused by manipulation of the sample. Care should be taken when securing, accessing and maintaining catheters to avoid causing damage. The product IFU states ¿to minimize the risk of catheter breakage and embolization, the catheter must be secured in place.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per sales representative, facility reported that they had a PICC that ruptured. No other information has been provided by the facility. No patient injury reported. On (B)(6) 2017 - bas engineers received the PICC that showed a leak at the distal end of the bifurcation site.